Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: 5 nov, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was cut in half and one half is missing. The lens was cleaned and inspected, and no issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dib00 model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson \& johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient expressed dissatisfaction with postoperative visual acuity and target refraction following the implantation of a preloaded single-piece spherical monofocal tecnis simplicity tecnis eyhance 22.0d intraocular lens (iol) during a procedure conducted on (B)(6) 2025. Visual issues were initially noted on (B)(6) 2025, leading to a secondary surgery on (B)(6) 2025. During this subsequent procedure, the implanted lens was explanted and replaced with a different brand of lens. The patient has recovered, and no unplanned complications such as incision enlargement, sutures, or vitrectomy were reported. No further information is available.